Event description:
It was reported that during a cholecystectomy da vinci-assisted surgical procedure, the patient side cart (psc) had damaged blue fiber cable. The customer reported that when trying to drive the psc the sheath broke off of the fiber cord and was stuck in the psc. They were trying to remove the broken piece from the psc but by the time they were finally able to remove, the surgeon elected to convert to lap. Tse viewed system event logs and noted fiber related errors confirming issue. Tse noticed that they had a dual console and advised to disconnect the fiber cable from the secondary console and use it to connect the psc to the system. In doing so they would lose the ability to use the second console. Site was able to remove the broken cable and has 2 spare blue cables. The procedure was completed with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. The field service engineer followed up with the customer and confirmed that the customer removed the blue cable and replaced it. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.